Manufacturer narrative:
(B)(4). Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the device was fired on the cystic duct, the clip was unformed. Although the unformed clip fell into the patient, it was retrieved with a forceps through a trocar. Another device was used to complete the case. There were no adverse consequences for the patient. The device was discarded, but the unformed clip will be returned.